Event description:
The user placed the catheter with no resistance or abnormalities. On first x-ray later in day, atrial lead of permanant pacemaker was dislodged. Pt taken to surgery to correct dislodged lead. It was reported that the pacemaker was placed approximately 7 days prior to catheter placement. User indicated catheter contributed to dislodgement.